Event description:
In 2009, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. At the beginning of the procedure, the physician encountered difficulty advancing the wire of the right side due to excessive calcification. An unplanned aorto-uni-iliac (aui) was performed on the left side, followed by a femoral-to-femoral bypass. The right side was ligated. Final angiography reveal a possible type-2 endoleak. The patient tolerated the procedure and is doing fine. The physician will do a follow up computed tomography (CT) scan in thirty days. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is in process. Additional devices related to this event: pxt281414. Pxc141400. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.